Manufacturer narrative:
Philips service replaced and configured the geo pc, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that geo pc failed to boot during use on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.